Event description:
Rubin medical ab reported a malfunction with a pump identified by the malfunction code 0-0x277d, which the customer had already attempted to reset within the last 24 hours. Though information regarding blood glucose levels at the time of the malfunction was not available, there was no reported adverse effect on the customer¿s blood glucose level. The pump, which was still under warranty, was replaced. The customer was informed of the replacement and instructed to return the faulty pump using a pre-paid label and return box. Specific details regarding backup insulin therapy were not shared by the customer.